Manufacturer narrative:
(B)(4). The sample is available for evaluation. A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
This is an international repor where a leak was found from the the silicone tubing during use. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). One used set with no cap on spike (loose in pouch) and no cap on patient connector in reference to damaged was received. Functionally hand tightened a (B)(4) lab titanium adapter without difficulty. Set was tested underwater at 8 psi with leak noted from cut/hole 1 3/8 from sleeve in closed position. Set was visually inspected and noted that the tip of the spike was bent inward. The complaint was confirmed in the lab for leak and damaged.

Manufacturer narrative:
(B)(4). The root cause was undetermined.